Event description:
Customer's granddaughter reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of the customer having attempted, but being unable to use her aviva system, due to error within specs. Customer was using expired strips, which is against MFR's labeling and causes the aviva system to display an error. The device error was resolved through troubleshooting with MFR's product support agent. A request was made for the return of the system and a replacement was sent.